Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) had a "system failure" error message on four patient tiles. Resetting the input units for the bedside monitors (bsm) resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had a "system failure" error message on four patient tiles.